Event description:
In this event it is reported that the silicone stopper on the c-pilot files cc+ sterile fell into a patient's mouth during use. The outcome of the event is unknown as of this MDR evaluation. Further info requested.

Manufacturer narrative:
Investigation results received and attached: involved product that broke during use was not returned. No unused file returned for investigation. Nothing unusual to report was found during dhrs review. Nothing was changed in production process. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.